Manufacturer narrative:
Concomitant medical product: 6940-52 lead, implanted: (B)(6) 2000; 500dm35 mechanical valve, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.